Manufacturer narrative:
One 72202595 twinfix ultra pk 4.5mm suture anchor was used for treatment and returned for evaluation. Visual inspection confirmed that the anchor had been fractured. Threads were very compressed, burnished, scalloped and disfigured. Suture was still attached and threaded through the anchor. The insertion device tip was visibly damaged with one fork tine bent and the other fractured. The broken tine fragment was retrieved from inside the anchor cavity. Symptoms indicate excess torque was applied and loss of axial alignment were contributors to the failure. Maintaining axial alignment is critical to successful implantation. Bone condition was not reported. Correct prep for normal bone a 3.8mm tapered awl. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ no root cause related to the manufacture of this device was confirmed. Complaint history review indicated similar no allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product, procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that during a shoulder rotator cuff repair surgery, when the package was opened, anchor was damaged. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded that this device was determined to be an intra-operative implant breakage which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.